Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent procedure utilizing modular microplasty cup inserter on (B) (6) 2010. During the procedure, a piece of the locking mechanism inside the inserter fractured off during impaction and fell onto the patient. The fractured piece did not fall into the patient¿s wound and was easily retrieved. There was no injury to the patient and the procedure was completed without further incident.